Manufacturer narrative:
(B)(4). Batch # n92623. The analysis results confirmed that the pouch device was returned fully deployed. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 1/10/2017. Additional information was requested and the following was obtained: did any piece of the pouch "plastic bag" break off and fall into patient? No if a piece of "plastic bag" broke off, was this broken off piece retrieved? - is this piece of plastic being sent back for analysis? Yes. Or was the piece of retrieved plastic discarded? No. Did the gallbladder specimen fall out of pouch? Yes. If so, how was gallbladder retrieved? Without bag. Was there any change to procedure or post-op patient care? No.

Manufacturer narrative:
(B)(4) date sent: 12/20/2016. Batch # (B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested but unavailable: did any piece of the pouch "plastic bag" break off and fall into patient? If a piece of "plastic bag" broke off, was this broken off piece retrieved? Is this piece of plastic being sent back for analysis? Or was the piece of retrieved plastic discarded? Did the gallbladder specimen fall out of pouch? If so, how was gallbladder retrieved? Was there any change to procedure or post-op patient care?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, as they where about to remove the gallbladder with the pouch, the plastic broke. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.